Event description:
The customer reported that 250ml of heparin (25,000) was programmed to infuse at 4.77ml/hr (9u/kg/hr) however the pump did not alarm to indicate the pump was not infusing as expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a device not alarming to indicate it was not infusing was confirmed. The pcu event log shows that the pump module was programmed to infuse heparin pe/dvt 25000unit in 250ml at a rate of 4.67ml/hr. At 4:22 am on 06 march 2018, the user restored and started the previous infusion running at 4.67ml/hr. At 6:46 am, the user programmed a delay for 2 minutes. At 6:48 am, the device alarmed for callback before infusion and the user restarted the infusion. At 6:41 am on 09 march 2018, the primary infusion completed and the infusion was stopped with no kvo due to the previous delay programming. A delayed start infusion assumes that there are other infusions running to keep the vein open and therefore does not transition to kvo mode. At 7:40 am, the user changed the vtbi to 150ml and restarted the infusion. At 1:00 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 371.256ml. The root cause of the device not alarming was the user programming a delay with only a callback before infusion and no callback after infusion.

Manufacturer narrative:
The customer¿s report of a device not alarming to indicate it was not infusing was confirmed. The pcu event log shows that the pump module was programmed to infuse heparin pe/dvt 25000unit in 250ml at a rate of 4.67ml/hr. At 4:22 am on (B)(6) 2018, the user restored and started the previous infusion running at 4.67ml/hr. At 6:46 am, the user programmed a delay for 2 minutes. At 6:48 am, the device alarmed for callback before infusion and the user restarted the infusion. At 6:41 am on (B)(6) 2018, the primary infusion completed and the infusion was stopped with no kvo due to the previous delay programming. A delayed start infusion assumes that there are other infusions running to keep the vein open and therefore does not transition to kvo mode. At 7:40 am, the user changed the vtbi to 150ml and restarted the infusion. At 1:00 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 371.256ml. The root cause of the device not alarming was the user programming a delay with only a callback before infusion and no callback after infusion. Devices not received, log review only.

Event description:
The customer reported that 250ml of heparin (25,000) was programmed to infuse at 4.77ml/hr (9u/kg/hr) however the pump did not alarm to indicate the pump was not infusing as expected. There was no patient harm.